Event description:
On 11 september 2025, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was used in an unspecified procedure and anatomical location. On (B)(6) 2025, a patient of unknown demographics necessitated an vsx device for a thrombosis in the femoral artery (unspecified side). Reportedly, a vsx device was implanted in the femoral artery and after deployment of the stent, the vsx delivery system broke inside of the patient with the "distal part blocked intra-arterially". The report alleged that another viabahn had been previously implanted (unspecified when and the type of device) and when the proximal part of the shaft reportedly came in contact with the already implanted stent it became weakened and the shaft allegedly broke. A lasso was reportedly used to retrieve the breakage from inside of the patient. The breakage was reported to be successfully retrieved and there was no report the patient experienced health deterioration as a result of the event. Additional information has been requested.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 11 september 2025, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was used in an unspecified procedure and anatomical location. On (B)(6) 2025, a patient of unknown demographics necessitated a vsx device for a thrombosis in the femoral artery (left). Reportedly, a vsx device was implanted using a 6 fr unspecified type of sheath in the femoral artery and after deployment of the stent, the vsx delivery system broke inside of the patient with the "distal part blocked intra-arterially". The report alleged that another vsx had been previously implanted (unspecified date) and when the proximal part of the shaft reportedly came in contact with the already implanted stent it became weakened and the shaft allegedly broke. A lasso was reportedly used to retrieve the breakage from inside of the patient. The breakage was reported to be successfully retrieved and there was no report the patient experienced health deterioration as a result of the event. There was no device damage observed on the vsx device prior use. The patient did not experience any health deterioration from this event.

Manufacturer narrative:
B5: event summary updated. H6: added code d1002 added. (Codes c21 and d16 no longer applicable). The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint of vsx device distal shaft separation was confirmed. An image of the vsx device after withdrawal was provided from the field and the distal shaft can be seen to be fully separated from the rest of the delivery system at the transition. According to the information provided, the breakage was related to interaction with a previously implanted stent. Therefore, the root cause was procedure related.